Event description:
As reported for this event by the customer, during a therapeutic hysterectomy procedure, the error e504 probe damage error was observed for the device from the start. In the middle of the procedure the device was replaced with a new one, upon the generator advising that device be replaced. The procedure was completed with the new device. There is no harm or adverse impact to the patient. Upon evaluation of the returned device, it was observed that the tissue pad in the grasping section was worn, and a part of the tissue pad was peeled away. The metal part of the grasping section is visible through the tissue pad. There are no missing pieces. This medwatch is being submitted for the reportable issue of the peeled away tissue pad observed during device evaluation.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. The device is returned and an evaluation completed for it. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection. Upon inspection of the device, it was observed that the tissue pad in the grasping section was worn, and a part of the tissue pad was peeled away. The metal part of the grasping section is visible through the tissue pad. There are no missing pieces. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. There was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. The coating of the grasping section was partially peeled off. When a probe check was performed, no abnormality occurred in the activation. The exact cause of the event couldn¿t be exclusively identified. However based on the device evaluation and the past investigation results, it is likely the probe damage error and peeling of the tissue pad occurred by the following mechanism: 1. The wearing and partially peeling of the tissue pad could have happened because seal and cut output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. 2. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. 3. The seal and cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the probe damage error and the contact marks on the non-insulated area of the grasping section and the probe the coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. The instructions for use includes the following statements that warn against the issue: ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. If the grasping section, metal-exposed area around it or the probe tip gets tissue stuck during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, d10, g3, g6, h2, and h10.

Event description:
Addendum (B)(6) 2022: there was no delay in the completion of the procedure. The patient did not need additional anesthesia. At the time of the event, the doctor was performing cut and seal with settings of 1 and 3. The device was inspected prior to use with no anomaly noted.